Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: four trocars and two obturators were received. It was observed that the circular seals were damaged. Two obturators were received inserted into the trocars. Pmv performed functional testing; two trocars passed an air leak test. Two trocars failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the circular seal damage may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopically assisted vaginal hysterectomy procedure, while in use, a strange sound was heard from trocar and abdominal air leaked. A 5mm trocar was replaced with a new trocar, but air leakage did not stop. All trocars were replaced and the leakage stopped. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.